Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the receiver ceased to function. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Data was downloaded from the receiver and reviewed, finding a 'rebootreceiver' error, 'screenrecoverablereeor alarm' error and a firmware error. The complaint of the reciever ceasing to function was confirmed. The root cause could not be determined.